Event description:
The affiliate reported: the device was originally implanted via v-p shunt at 120mmh2o on (B)(6), 2013. The patient is (B)(6). Ventricular reduction and slit ventricles were confirmed with the patient through the x-ray conducted on (B)(6), 2014 and the surgeon changed the setting pressure to 150mmh2o due to over drainage. On (B)(6) 2014, since over drainage and ventricular reduction with a slit were still noted, the surgeon set the pressure up to 200mmh2o. The patient¿s condition seemed improved through x-ray when the ventricular catheter was tied off outside the patient's body on (B)(6) 2014. The revision surgery was conducted on (B)(6) 2014 and the device was replaced to the product manufactured by medtronic ((B)(6)) whose setting pressure is not reported. The setting pressure of the removed valve was at 200mmh2o.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Additional information: upon completion of the investigation, the device was visually inspected and 2 marks were noted in the silicone housing on the top side and underside of the valve. The device was also functionally tested and was found to work in accordance with the manufacturing specifications. The two marks found in the silicone housing did not seem to have a negative effect on the valve. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.